Event description:
Information was provided that the physician pretested the devices, however, during use, the hub separated from the catheter. A replacement was used but also disconnected from the hub when the patient moved, resulting in the patient having gaseous tamponade.

Manufacturer narrative:
An examination of the returned devices found thread marks on the flare, suggesting the flare was too large. We can advise we are aware of the potential for occurrence and have initiated a corrective action in an effort to resolve this matter of concern.